Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, there was a tower door failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 5 failed. A field service engineer found that the storage and configuration settings were incorrectly set up. When the customer removed one of the 4-door towers from the device, the failure appeared. According to information received from bd phone support, the only option was to unload the 4-door tower so that the 8-door tower could be deleted. Then, the 4-door tower could be installed and loaded. The towers are legacy on version 1.7.4. The system functioned as intended after the field service engineer repaired the device.